Manufacturer narrative:
Customer entity: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient experienced high blood glucose levels on (B)(6) 2026 and treated with insulin pump and used prescribed medication metformin and the cause of event was infusion flow issue.